Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent open reduction/internal fixation surgery for a humeral fracture with the locking screw and plate. During screw insertion, the screws didn¿t lock to the plate in two holes (second and sixth holes from the distal hole). The surgeon used a drill guide and drill, and inserted the screws after measuring. That time, two screws were idle, and the surgeon re-drilled and re-inserted the screws. The reinserted screws were locked to the plate. The surgery was completed successfully within a 30-minute delay. The patient status/outcome was reported to be stable. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mmclose. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hrs e1: initial reporter facility name: (B)(6) hospital. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part: 04.211.018ts. Sterile lot no: 150l292. Release to warehouse date: 23 mar, 2023. Expiry date:14 mar, 2028. Manufacturing site: (B)(6). Supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.018. Non-sterile lot: 4587p97. Manufacturing site: (B)(6). Release to warehouse date:14 feb, 2023 supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.